Event description:
Dealer alleges the customer rolled the scooter damaging the meter.

Event description:
Dealer alleges the customer rolled the scooter damaging the meter.

Manufacturer narrative:
The device has not been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Manufacturer narrative:
The device was repaired by the provider. The device is working properly.